Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device malfunctioned. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.